Manufacturer narrative:
Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 19465776, model/catalog description: linear 3-6 lead 70 cm. Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 19609665, model/catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.